Manufacturer narrative:
The ventilator was investigated on site and the nozzle units in the o2 and the air gas module were replaced for the reported problem and returned for investigation. Simulated use test of the received the nozzle units has not reproduced the described customer issue. No log files have been received. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given leakage is traced to a nozzle unit that probably was misplaced, but the root cause has not yet been fully established.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator was found leaking from the gas module. There was no patient involvement. Manufacturer ref. #: (B)(4).